Event description:
The customer claims that they observed 3 incidents of over infusion during the use of the 6060 pump product code 2m9832r. In the last incident observed the pump was used in conjunction with the set 2m9859 lot number r03l05119. The last incident noted the pt started infusion in 2005. The bag contained 252 mls of solution. The pump was set at 1.5ml/hr. The pt returned 6 days after and the bag was dry. There was no pt injury or medical intervention required. The set used in this incident has been discarded, however the pump is being returned to bis for eval.